Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had blank display. The customer¿s blood glucose level was 90mg/dl at the time of the incident. The customer reported that the pump fell on the airport. The customer took the battery out, but the pump stayed alarming. Employee on duty tried to deliver an emergency replacement at the airport, but this wasn't possible. The customer went to first aid and got insulin pens. The customer will be contacted later to know if the defected pump was thrown or carried in the luggage. The insulin pump will not be returned for analysis.